Event description:
It was reported that stent damage occurred. The 92% stenosed, 24.3mm x 3.0mm, eccentric, de novo, target lesion contained a significant bend of <=45 degrees and was located in the moderately tortuous and moderately calcified left circumflex artery. After advancement of a 3.5/6fr unspecified guide catheter and a .014 unspecified guidewire, the lesion was predilated with a 25/20 maverick balloon catheter. Following predilation, a 16x3.00 omega stent delivery system was selected for use and advanced but failed to cross the lesion. The device was removed and the tip of the stent was noticed to have deformed. Eventually, the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).